Event description:
Related manufacturer reference number: 2017865-2022-00268. It was reported that the patient presented for a routine device exchange. Prior to procedure, the atrial and right ventricular lead had low impedance. Compromised insulation integrity or degradation was suspected on both leads. The leads were capped and replaced on (B)(6) 2021. The patient was stable post procedure.